Event description:
A report was received that the recently implanted patient was experiencing difficulty linking her charger to her ipg. X-rays confirmed the ipg was implanted too deep. The physician relocated the ipg closer to the skin. The patient was reportedly doing well following the procedure.